Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (66-72 mg/dl). Juice, glucose tablets, or soda were consumed to address the low bg. The customer reported that the pump settings needed to be adjusted and was the cause of the low bg. The customer was to consult with a healthcare provider regarding the setting adjustment.

Manufacturer narrative:
Unchecked death box.